Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the safety valve due to the error codes found in the memory log. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received info stating that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred.